Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed normal power consumption for the past 14 days of data and no reported alarms. On-site inspection of the driveline revealed yellowing and breaks in the driveline in two separate areas. The wires were intact. A driveline sheath repair was performed to mitigate the reported driveline damage. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during a routine clinic visit the patient's driveline cable outer sheath had two tears distal to the driveline connector. There were no alarms noted and wires were intact. A driveline sheath repair was performed by the clinical specialist per protocol. Log files were sent. There were no reported pump stops and no reported effect on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.